Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after the sheath was inserted into the heart and prior to catheter or transseptal needle insertion, air was aspirated. Multiple attempts were made to aspirate the air, but complete aspiration was not possible. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.